Manufacturer narrative:
The customer¿s report of a device infusing faster than expected was not confirmed. The pcu event log shows that at 11:27 am on (B)(6) 2016 the device was programmed to infuse morphine 100mg in 100 ml at 2 ml/hr. At 2:45 pm, the device alarmed for air in line. At 2:46 pm the user programmed a delay for 5 minutes, which put the device into standby. At 2:51 pm, the device alarmed for callback before infusion. At 2:55 pm, the door was opened and the device alarmed for flo stop open for 2 seconds. At 2:56 pm, a callback before infusion alert occurred, the user selected the device and started the infusion. At 2:57 pm, the device was paused. At 3:01 pm, the infusion was again started, but then approximately 7 minutes later, at 3:08 pm, the user programmed a delay for 60 minutes, which put the device into standby. At 4:08 pm, the device alarmed for callback before infusion. No further keypresses occurred after the callback at 4:08 pm until 6:45 am on (B)(6) 2016, when the device was channeled off and the system was powered off. The volume recorded as being infused during this period was 6.814 ml (approximately 11:27 am to 3:08 pm). Functional testing found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set and there were no leaks observed from the set. The starting volume of the fluid container cannot be determined through device logs. The root cause of the device infusing faster than expected was not identified.

Manufacturer narrative:
Concomitant medical products: 100 mlbaxter bag morphine, (B)(4), lot # p34789, exp date: oct 17; therapy date: (B)(6) 2016. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a palliative care patient in ICU had morphine 100 mg/100 ml started at 2 ml/hr. The patient¿s blood pressure was noted to have dropped to 52 approximately 20 minutes after the infusion was started; there is no report of medical intervention at that time. In responding to an air-in-line alarm, the nurse found that the bag was empty 3 hours and 17 minutes after the start of the infusion. No further patient or event information was provided.